Event description:
An article titled "long-term expectations of vagus nerve stimulation: a look at battery replacement and revision surgery" was reviewed. It is noted in the article that the patient's vns lead was revised due to lead malfunction. Lead malfunction was defined as abnormally high impedance during diagnostic evaluation of the vns. The etiology for this failure could not be radiographically or visually confirmed at the time of the operation the majority of the time. Attempts for additional relevant information including patient details were unsuccessful. This article also reports that 53 patients required a revision for lead malfunction. There were 12 patients that had removals due to an infection. There were also some miscellaneous reasons for revision: mechanical irritation (1), malpositioned generator (3), and intermittent vocal cord dysfunction related to mechanical movement of electrode (1). Some of these events were previously reported in the past. Other reports of lead malfunction are reported in manufacturer report # 1644487-2015-05930, 1644487-2015-05931, 1644487-2015-05932, 1644487-2015-05933, 1644487-2015-05934, 1644487-2015-05936, 1644487-2015-05937, 1644487-2015-05938, 1644487-2015-05939, 1644487-2015-05940, 1644487-2015-05941, 1644487-2015-05942, 1644487-2015-05943, 1644487-2015-05944, 1644487-2015-05945, 1644487-2015-05946, 1644487-2015-05956, 1644487-2015-05957, 1644487-2015-05922, 1644487-2015-05947, 1644487-2015-05948, and 1644487-2015-05949. Reports of infection are reported in manufacturer report # 1644487-2015-05923, 1644487-2015-05950, 1644487-2015-05929, 1644487-2015-05953, and 1644487-2015-05955. The report of malpositioned generator is reported in manufacturer report # 1644487-2015-05951. The report of mechanical irritation is reported in manufacturer report # 1644487-2015-05952. The report of vocal cord dysfunction related to mechanical movement of electrode is reported in manufacturer report # 1644487-2015-05954. Previous reports of lead malfunction are reported in manufacturer report # 1644487-2013-00345, 1644487-2012-03369, 1644487-2012-01823, 1644487-2011-02640, 1644487-2011-01351, 1644487-2010-01703, 1644487-2010-01516, 1644487-2009-00978, 1644487-2009-00918, 1644487-2009-00866, 1644487-2009-00561, 1644487-2008-01243, 1644487-2007-01040, 1644187-2002-00257, 1644187-2002-00210, 1644487-2012-01494, 1644487-2013-01611, 1644487-2012-00243, 1644487-2011-01348, 1644487-2011-01367, 1644487-2011-00809, 1644487-2011-00571, 1644487-2010-02426, 1644487-2010-00794, 1644487-2009-01701, 1644487-2008-03053, 1644487-2008-00894, 1644487-2007-00239, 1644487-2007-00002, and 1644487-2009-02277. Previous reports of infection are reported in manufacturer report # 1644487-2012-01019, 1644487-2011-01840, 1644487-2010-01069, 1644487-2009-02369, 1644487-2001-00070, 1644487-2005-00298, and 1644487-2001-00595. Previous reports of malpositioned generator are reported in manufacturer report # 1644487-2001-00101 and 1644487-2007-00042.